Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
This report is filed may 3, 2016.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. This report is filed july 7, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
(B)(4). Implanted device remains.